Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were received for the implant and manipulation procedures. The implant surgical notes indicate that the trial components with a 10mm articular surface reached full extension with excellent varus and valgus stability. It is also noted that the final components were cemented into place with simplex bone cement. The manipulation notes indicate that the knee was forced into flexion several times until 120-125 degrees of flexion was easily reached. There is no evidence of component failure at the time of the manipulation procedure. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It was reported that the pt's knee was manipulated under anesthesia.